Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced leakage. The following information was provided by the initial reporter: a nurse overnight was giving a cefazolin antibiotic with the single smartsite connector and when pushing with a slip tip syringe it was leaking around the blue section of the connector and leaked profusely.

Manufacturer narrative:
H.6 investigation summary: one 2000e-04 product was received for investigation without packaging and the lot number was not confirmed. No connecting products were received to assist the investigation in this instance. The sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the smartsite, and a visual inspection revealed the presence of a small hole at the piston of the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. Although a lot number was not provided as part of the investigation, a review of the laser ID from the smartsite component confirmed a possible lot number to be either 21115185, 21115186, 21115182, 21115183, 21115365 or 21115274. A review of the production records for these lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. Although a definitive root cause could not be determined, please note that accessing the smartsite component with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation.

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced leakage. The following information was provided by the initial reporter: a nurse overnight was giving a cefazolin antibiotic with the single smartsite connector and when pushing with a slip tip syringe it was leaking around the blue section of the connector and leaked profusely.